Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, motor error and no delivery from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with an insulin shot. The customer stated that he changed his reservoir and started to have a motor error. The customer stated that he changed the battery and it read no delivery. The customer stated that the cap is not on the reservoir and he thought it may be why the pump was not delivering insulin. The customer stated that once he replaced the cap on the reservoir, he found that the pump was working and declined further troubleshooting.